Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the picture was intermittent on the display when the cable was moved around but they were able to use it successfully to complete the procedure. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed; there was an intermittent picture with lines across the screen. No repair was available for this failure. The 3-4 baton was replaced and the returned baton was scrapped. Service complete.